Manufacturer narrative:
The insulin pump received no button response due to flattened esc and down button dome switch. The insulin pump also received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer's mother called and stated that the customer had issues with the buttons on the insulin pump. Customer's mother stated that the escape button and the down arrow button were not responding. Caller was advised that the pump will need to be replaced. Caller was also advised that the customer will need to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.